Manufacturer narrative:
G4 it was confirmed by the initial reporter on may 9, 2020 that the first review was on november 14, 2019 (initial aware date). At that time we also received clarification regarding the number of patients affected. (B)(4).

Event description:
"Predictors of extended length of stay after unicompartmental knee arthroplasty". Author: b.m. Sephton et al., 2019. The purpose of the study was to identify factors that independently predict extended length of stay after unicompartmental knee arthroplasty (uka) surgery (defined as length of stay longer than 3 days), and to identify factors predicting early post-operative complications. It was documented in the paper that 13 out of 155 (8%) of patient developed a surgical complication (which consisted of two wound infections, two cellulitis, two pulmonary embolisms, one dvt, two electrolyte imbalances, two cardiac anginas, one urinary tract infection and one patient with excessive cement that required removal). Six out of the 13 patients were operated with robotic (navio) technique. One of the patients had a superficial wound infection that was settled with 5 days of antibiotics.

Event description:
"Predictors of extended length of stay after unicompartmental knee arthroplasty". Author: b.m. Sephton et al., 2019. The purpose of the study was to identify factors that independently predict extended length of stay after unicompartmental knee arthroplasty (uka) surgery (defined as length of stay longer than 3 days), and to identify factors predicting early post-operative complications. It was documented in the paper that 13 out of 155 (8%) of patient developed a surgical complication (which consisted of two wound infections, two cellulitis, two pulmonary embolisms, one dvt, two electrolyte imbalances, two cardiac anginas, one urinary tract infection and one patient with excessive cement that required removal). Six out of the 13 patients were operated with robotic (navio) technique, there is no information related to the specific complications experienced by each of these patients. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned for evaluation. Thus, visual and functional inspection could not be performed. A complaint history review did not find similar reports, this issue will continue to be monitored. Discussion with a senior author of the paper found that the 6 cases that used navio and had complications were not implant related. The events were also not related to the use of the navio system. The wound infection was superficial and was settled with 5 days of antibiotics. It was also confirmed that the implant is still in the patient and is functioning well. One accuris implant was used with the patient and there was no intervention required except for antibiotics oral for 5 days. Therefore, there was no problem found with the navio system used with the case. The purpose of the navio risk assessment is to identify the hazards associated with the navio system, estimate and evaluate the risks, control the risks, and monitor the effectiveness of the controls. Therefore, post-operative complications are not covered in the risk assessment. There was no serial number, lot number, or part number noted so we are unable to conduct a DHR review as a part of the investigation. Based on the discussion with the author noting that the events are not related to the use of the navio system, there is no indication of a product failure that could contribute to the reported complications the patient experienced during the surgery assisted with navio system. The navio user¿s manual (500196) and surgical technique guide (500197) note that ¿the following technique is for informational and educational purposes only. It is not intended to serve as medical advice. It is the responsibility of treating physicians to determine and utilize the appropriate products and techniques according to their own clinical judgment for each of their patients. For more information on the navio¿ surgical system, including its indications for use, contraindications, and product safety information; please refer to the product¿s label and the instructions for use packaged with the product.¿ therefore, instructions for post-operative conditions are not covered in the ifus. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. If the product associated with this event or more information is returned at a future date, this evaluation will be reopened for investigation. The medical investigation found that per the article, one of the patients which underwent a uka per navio technique had a superficial wound infection that was settled with 5 days of p.o. Antibiotics. Patient specific clinically relevant documentation was not provided, although the senior author responded that ¿none of the complications were implant related¿ and were as the article implied, procedure related. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time.